Event description:
Medtronic received info that this bioprosthetic valve was explanted, due to regurgitation.

Manufacturer narrative:
Eval results: device history review found the product met specifications when released for distribution. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.